Event description:
It was reported that the patient experienced hyperglycemia while using the ilet, with blood glucose rising to 224 mg/dl for approximately two hours after a brief infusion set disconnect for a bath; the caller confirmed the patient had not suspended insulin and suspected but did not confirm a tubing kink, and the patient¿s glucose began to decline during the call. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no back-up therapy, and no ketone testing. Troubleshooting and education were completed by phone, and the patient planned to remain connected, monitor glucose, and change supplies if levels did not improve. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.